Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 150-300s mg/dl. The customer reloaded the cartridge and resumed insulin or the pump supplies were changed to address the issue.